Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 206 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing and high out of range pace impedance measurements were likely caused by the confirmed fracture.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
(B)(4). The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise in several different episodes as well as corresponding high out of range pace impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) reviewed the stored episodes and the associated ra lead data. It was noted there was noise which appeared to be true lead noise as well as noise which looked like oversensing of the minute ventilation (mv) sensor. Ts also subsequently worked remotely with the boston scientific representative (rep) to try to troubleshoot the issue live at the hospital. The lead was disconnected from the associated implantable cardioverter defibrillator (ICD) device header and reinserted. Noise and high out of range pace impedance measurements greater than 3000 ohms were still observed after reinserting the lead into the device header. There was also noise observed when the lead was connected to a pacing system analyzer (psa) but the pace impedance measurement was noted to be around 600 ohms when connected to the psa. The physician ultimately elected to explant and replace the ra lead, which resolved the issue. No additional adverse patient effects were reported.